Event description:
It was reported that externalized conductors were observed. During the explant procedure an unspecified event occurred and the patient expired from exsanguination. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that prior to explant, high threshold was observed and the device was reprogrammed. It was also noted that during the explant procedure the patient developed sudden hemodynamic instability requiring advanced life supported. She was placed on peripheral cardiac bypass and her chest was opened. A large tear was seen at the innominate vein extending into the svc and internal jugular. Attempts to repair the tear were unsuccessful and the patient went into cardiac arrest and expired.